Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient present during an initial implant procedure. Upon positioning, the right ventricular lead exhibited low r-wave amplitudes and varying low voltage impedance. The physician exchanged the lead during procedure on (B)(6) 2020. The patient was discharged post-procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.6 cm with the stylet inserted and the helix retracted and clogged with blood/tissue. Visual and x-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported events of low sensing and varying lead impedance were not confirmed.